Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: difficult to deploy-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the clip remained on the distal tip of the device. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.